Event description:
It was reported that a trial patient had a urinary tract infection. It was stated the patient had been on antibiotics for 4-5 days at report. It was also stated the patient was no longer receiving therapy. Turing the stimulation up caused pain and an overstimulation sensation down her right leg, thigh, and foot. It was stated "the urine is flowing out of her." The patient had turned the screener off. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).